Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 25.1 mmol/l. The customer had treated their blood glucose with a manual injection. The customer also reported an infusion set leak. Customer stated the infusion set was leaking from the top. It was also found the insulin was not dripping through the cannula like it was supposed to. Customer stated their blood glucose was 32 mmol/l at the time of the infusion set leak. Troubleshooting found the customer did not have any visible cracks or splits on their infusion set. The customer also reported a motor error alarm during a manual prime. The customer was also able to complete the rewind sequence on their insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed a33 alarm during prime/a33 test and alarmed motor error during the basic occlusion test due to protruded loose drive support disk. The motor passed motor test. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads, broken belt clip slot and missing the end cap sticker.